Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an MRI scan, interrogation of the device showed estimated longevity incorrectly. A firmware download was performed and the device now shows correct normal longevity. Upon further review, it was suggested that this was caused by a temporary telemetry issue which could have been induced by electromagnetic interference. There were no adverse consequences to the patient.